Manufacturer narrative:
(B)(4).

Event description:
The complaint states a transmitter failed error occurred. Product was provided for investigation. The allegation was confirmed. The probable cause was determined to be a low transmitter battery.